Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 44.5-46.0cm from the distal tip, consistent with lead friction to the ICD can. Insulation degradation was noted at 11.1-11.3cm from the distal tip. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.